Event description:
A surgeon reported following a glaucoma filtration device implantation that a pt had a decrease in endothelial cell count. The pt also experienced blurred vision. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received, the device history record (DHR) could not be reviewed. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).